Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not detecting touch. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen was not detecting touch. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the touchscreen was not detecting touch. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the touchscreen needed to be replaced. The asp therefore ordered a replacement touchscreen, and upon receiving the new touchscreen, the asp performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time